Event description:
It was reported that when the end user leans forward in the power wheelchair the rear casters of the chair raise off the ground and do not go back down. In addition, the joystick is receiving an error code.